Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Performance data collected from the device was also received and analysis of the device memory indicated a power on reset (por) occurred. It was noted a critical ram parity error occurred in (B)(6) on (B)(6) 2016. The por severity was low so the device should be able to fully recover after reset. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a power on reset (por) and presented to the hospital for a device interrogation. It was noted after the device interrogation, the reset cleared and the ipg had reached normal elective replacement indicator (eri) and the device was explanted and replaced. No patient complications have been reported as a result of this event.